Event description:
It was reported that during surgical procedures at the user facility the device would not stop running when it was both engaged and not engaged. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Follow up being submitted for investigation results and corrected data.

Event description:
It was reported that during surgical procedures at the user facility the device would not stop running when it was both engaged and not engaged. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.